Event description:
It was reported by service report that the foot end side rails were missing. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: side rail assembly.